Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one patient was not crossing over to the station. A technical support specialist (tss) dialed into the station and verified that the communication between the station and server was normal, but the station remained in critical override and disconnected mode. Tss ran the critical override query and identified a synchronization delay as the cause, reviewed data synchronization debug logs, which indicated a disk space issue, and confirmed the database had reached 10 gigabytes. Tss checked maintenance logs and found errors related to database shrink, performed a database backup, executed a full synchronization by dropping the database, and verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es user stated that one patient was not crossing over to the pyxis system. This issue was isolated to a single patient and affected only one pyxis machine. The customer confirmed that both the patient profile and associated medication orders were visible on the server. However, there were no delays or adverse events or injuries reported based on this event.